Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that during an arthroscopic acl repair with the use of a milagro screw for fixation, the surgeon had some difficulty removing the guide wire. It appears that while trying to remove the guide wire a portion of its distal tip broke off in the body. The surgeon states that he is confident that all of the broken fragment was removed from the body. The surgeon completed the procedure successfully in a timely manner (&gt;30 minutes) without further issue or harm to the patient. The complaint device was discarded at the user facility.

Manufacturer narrative:
The complaint device was received and visually evaluated, both with the naked eye and under magnification. The device is in the complained about condition, distal tip (approximately 4mm) broken away from the shaft; other than this, the device has no other damage or anomalies. No lot number was able to be supplied, which precludes conducting a device lot review. Outside of attributing this event to technique, a user issue, we cannot discern any other root cause for the device¿s failure. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting to us that during an arthroscopic acl repair with the use of a milagro screw for fixation, the surgeon had some difficulty removing the guide wire. It appears that while trying to remove the guide wire a portion of its distal tip broke off in the body. The surgeon states that he is confident that all of the broken fragment was removed from the body. The surgeon completed the procedure successfully in a timely manner (>30 minutes) without further issue or harm to the patient. The complaint device was discarded at the user facility.